Manufacturer narrative:
Device was used for treatment, not diagnosis. Although requested, additional information has not been provided to the manufacturer as of the submission date of this report. This report is for one, unknown drill bit. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown drill bit broke off intraoperatively in the patient's knee during an unspecified procedure on an unknown date. The broken fragment was reportedly not retrieved, and remains in the patient. This report is for one, unknown drill bit. This report is 1 of 1 (B)(4).